Manufacturer narrative:
The device is expected to be return was for investigation. It has not yet been received. This reported represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device delivered more than intended. The customer contact reported that during testing, only line a was programmed and that no kvo was programmed. It was reported that the device indicates infusion complete, but keeps infusing. No specific details were provided. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.